Event description:
It was reported that there was thinning of the lateral walls of the femur. Surgeon went in and put on femoral strut graph and 5 dall miles cables. Reinforced the lateral cortex.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
Expiration date and dob updated. An event regarding thinning of the femoral cortex involving an exeter stem was reported. The event was confirmed. Device evaluation could not be performed as no items were returned. Clinician review concluded: "no determination can be made regarding the cause of the revision of the recalled rejuvenate stem or the indication for the subsequent grafting of the lateral femoral cortex based upon the information available for review." A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other events have been reported for the manufacturing lot. The root cause of the reported thinning of the femoral cortex could not be determined due to the minimal information received.

Event description:
It was reported that there was thinning of the lateral walls of the femur. Surgeon went in and put on femoral strut graph and 5 dall miles cables. Reinforced the lateral cortex.